Event description:
It was reported that the right ventricular (rv) lead was fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 4968-25 implanted: (B)(6) 2004; product ID addrl1 implanted: (B)(6) 2011. (B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.